Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy had never helped the patient and that they tried many different settings with the patient's health care provider (hcp) on record in the past to see if it could work, but they were never able to get the therapy to work for the patient. The caller stated that the patient was completely incontinent and that they had to keep the patient in adult diapers. The caller stated that the patient didn't even know when they were going to the bathroom and that the patient was in a wheelchair. The caller stated the patient couldn't even get to the bathroom in time, even if they had the urge to go, because they couldn't physically get there. The caller also stated that it had been increasingly difficult to get the device into MRI mode when the patient needed an MRI because the MRI technicians couldn't find the device. The caller stated it took them 25 tries the last time to locate the ins and put the device in MRI mode. The caller did state they had been looking for the incision to connect, but they ended up finding the ins in the middle of the patient's back and very far down. The caller stated that the patient has had several falls and that they couldn't say when the falls occurred, but they thought that the ins hadshifted as a result because it was clearly no longer where it was placed initially, by the incision. The caller stated the device had fallen to where the patient was practically sitting on it in their wheelchair. The caller wanted to know what could be done to make the MRI process easier because mris in the past had been delayed for long periods of time due to the patient's device. The caller also stated that the patient was not in a position to have the device explanted, as the patient's physicians didn't want the patient subjected to anesthesia unless absolutely necessary. Patient services reviewed MRI guidelines with the caller, and if the therapy was not helping the patient, the caller could turn the ins off in between MRI scans to preserve ins battery life and have the MRI technicians call technical services for more information about the patient's MRI the next time the patient needed an MRI scan. Patient services also provided the caller with the technical services number to provide to the patient's care team. The caller stated they would work with the patient's nurses to turn the patient's therapy off for now until the patient needed another MRI scan and provide the tss number to the patient's care team. They stated they may call back to patient services to troubleshoot connecting to the patient's ins in the future. Caller also. Documented and reported event. No further action was taken by patient services.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the fall's effect on the device was undetermined. The patient also reported that it appears to have dropped down and is more towards the center of the back.